Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection performed at customer quality (cq) confirmed the condition of device breakage, which agrees with the reported complaint condition. The device has broken at the most proximal thread form of the distal threaded tip. The fracture surface appears homogeneous with no voids or dark spots. The balance of the device shows surface wear consistent with use and which would not impact the functionality. No new issues were identified during the inspection. Based on the reported complaint description it is not possible to definitively determine if external factors (use error, misuse/abuse, etc.) Impacted the complaint condition. A hybrid insertion handle was returned as a concomitant device without an alleged complaint condition as the broken off threaded tip remains lodged inside the insertion handle. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. DHR review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Drawing/specification review: the 03.010.523 driving cap is a reusable instrument routinely used in the titanium cannulated tibial nails system and femoral recon nail system to aid in nail insertion. Material analysis: the design specified the device to be manufactured from material (B)(4) and heat treated to (B)(4). Material (B)(4) was used with correct hardness after procedure and documented in DHR file. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Conclusion: a visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The distal tip of the complaint device was observed to be broken off and found stuck in handle , thus confirming the complaint. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523, lot: l105503, manufacturing site: bettlach, release to warehouse date: 11. Nov. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the threaded portion of the driving cap threaded guide that attached to the trochanteric femoral nail advanced (tfna) hybrid insertion handle broke. The conical portion of the driving cap thread broke off inside the hybrid insertion handle. The driving cap was securely tightened before inserting the unknown trochanteric femoral nail advanced (tfna) nail, so the driving cap thread was defaulted. There were no fragments generated. It was removed easily without additional intervention. There was no surgical delay. Procedure was successfully completed. No patient consequence. Concomitant device reported: hybrid insertion handle (part # 03.037.011, lot # l329029, quantity # 1), unknown trochanteric femoral nail advanced (tfna) nail (part # unknown, lot # unknown, quantity # 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).